Event description:
It was reported that a heart rate alarm was silenced on it's own. The device was in uson a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
Medwatch mw5109882. Product and 501k information is not available after several good faith effort attempts were made. If information is made available supplemental report will be sent.